Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the lead was explanted and replaced with a different model. The ipg was electively replaced during the same procedure.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08356. The patient received two leads (model 3146) with the same lot number. It was reported the patient is experiencing ineffective stimulation. Diagnostic testing revealed multiple lead contacts with high impedance values. The patient denies any previous falls or trauma. Reportedly, an x-ray was taken and results did not confirm a lead migration. Reprogramming was attempted using an alternate program. Follow-up identified the patient does not have effective stimulation at this time and the physician believes the high impedance issues to be anatomically related. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Explant date corrected: (B)(6) 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2015-08356. Additional retrospective review of the manufacturer's device database identified the explant date was incorrect, the correct date was (B)(6) 2015.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.